Manufacturer narrative:
Plant evaluation of returned device. The simulated treatment was performed and completed without any failures. The reported complaint of "noisy" was not verified. The valve actuation test passed. The system air leak test passed. The load cell verification was within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion of a clinical investigation of any provided medical records.

Event description:
A peritoneal dialysis (pd) nurse stated a pd patient experienced electrolyte issues and was hospitalized. The details of the hospitalization and dates were not available at the time of the call. Medical records and additional information was requested. The pdrn said the electrolyte issues were not cycler related.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.